Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump experienced high purge pressure during support. Lysis therapy was initiated and the purge levels stabilized. The patient passed away on support 15 days later. There is not enough information to disassociate the death with the use of the impella.

Manufacturer narrative:
The investigation of high purge pressure has been completed. Clinical states that purge pressure of 1070mmhg and purge flow of 1.6ml/hr was observed. The pump and data logs were not returned. Therefore, the root cause of the high purge pressure issue was not determined since product and data logs were not returned. (Only the cassette was returned) b1 revised from the initial manufacturer device report number 1220648-2025-26768 to reflect both adverse event and product problem. D9 should have been left blank on the initial manufacturer device report number 1220648-2025-26768, as the pump was not received for investigation, only the cassette. G1 reporting contact address and country were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26768. G1 manufacturing site name, address, and fax number were erroneously on the initial manufacturer device report number 1220648-2025-26768. H3 should have reflected the pump was not returned for investigation on the initial manufacturer device report number 1220648-2025-26768.